Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue. The fse checked the alarm settings and sound settings, and the speaker connection was also checked. The fse replaced the speaker with a new speaker. Alarms have been generated from a monitor using a simulator. The power plant has been restarted. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating the alarm speaker at the control panel was malfunctioning; the alarms would not sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.